Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a right l2, l3, l4, l5 radio frequency ablation procedure, a patient burn occurred at the grounding pad site. The grounding pad was placed on the right thigh of a patient that was neither hairy or diaphoretic. The patient was treated topically with lidocaine and silvadene.